Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2019 and suture was used. During the procedure, when tying the suture on the eye muscle, the suture popped off the needle. The procedure was completed. There were no patient consequences reported.